Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient called to report that after completing a supply change, they woke up to find the cartridge dislodged from the pump. The patient was instructed to disconnect the infusion set, replace it with a new one, and was guided through the rewind process while ensuring the connector was secured tightly, which the patient confirmed. A new infusion set was applied, and the patient completed the tubing and cannula fill process. The patient¿s blood glucose level was reported to be elevated due to a lack of insulin delivery. The patient declined a follow-up call regarding the elevated blood glucose level. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.